Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set it was difficult to activate the safety feature and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: the needle is not safe, had a malfunction and has caused several needlesticks."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and 8 by functional testing, each having their safety shields activated, and no issues were observed relating to difficult to move safety shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to move safety shield. Bd was not able to identify a root cause for the indicated failure mode. As stated in the IFU, please hold the end of safety shield and tubing, and slide the safety shield straight to cover the winged needle without holding wings. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set it was difficult to activate the safety feature and a needle stick injury - post use. The following information was provided by the initial reporter. The customer stated: the needle is not safe, had a malfunction and has caused several needlesticks.

Manufacturer narrative:
The manufacturing location for this product is dc us four oaks. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.